Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. For functional tests, ten retained samples were used. No side sleeve piercing or leakage was observed, and all sleeves recovered as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using one bd vacutainer® ultratouch¿ push button blood collection set the non-patient cannula had pierced the side of the sleeve. No adverse impact was reported regarding the patient or user.

Event description:
It was reported before using one bd vacutainer® ultratouch¿ push button blood collection set the non-patient cannula had pierced the side of the sleeve. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.